Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficult single gripper actuation, as one gripper arm became jammed due to the gripper cover becoming caught on the harness. The reported positioning failure could not be tested as this is related to patient condition, procedural or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult single gripper actuation is related to the mechanical jam caused by the gripper cover catching on the harness. However, a cause for this occurring could not be conclusively determined. The reported positioning failure is a cascading event of the difficult single gripper actuation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. First clip chosen for implant xtw. The clip was advanced to the valve where difficulty grasping was observed. Eventually, it was noted that gripper would not lower. Troubleshooting was not performed and the clip was removed and replaced. A replacement xtw was then chosen for implantation. Grasping was also difficulty with this clip. Due to poor capture of the leaflet, there was difficulty detaching the clip from the clip delivery system. Troubleshooting was performed for 20-30 minutes. Once finally released, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). No further intervention performed. The procedure ended with mr unchanged grade 4. There were no patient consequences or clinically significant delay.